Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06297. It was reported that a tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 24mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was implanted and the procedure was completed successfully with no patient complications. 5 hours after the procedure was completed the physician was called back into the intensive care unity (ICU) since the patient had experienced a pericardial effusion. A pericardiocentesis was performed and 300-350ml of blood was drained. The patient was fine and stable following this. The patient spent one more night in the hospital before being discharged and going home two days after the procedure was completed.